Event description:
The customer reported that the device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not deliver defibrillation energy. Physio replaced the therapy pcb assembly and then observed proper device operation though functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy pcb and determined the root cause for the reported incident to be damaged and/or sheared off filters, fl3-fl7, disabling shock therapy.